Event description:
It was reported that the right ventricular lead was capped due to a potential fracture; the polyurethane sleeve was peeling away, and the outer insulation was breached. No patient complications were reported as a result of this event.